Manufacturer narrative:
A visual and functional evaluation was conducted on the subject stretcher at the customer location. There was no observation of damage or malfunction of the stretcher. The stretcher was operating as intended. After review of the evaluation results, cause of the reported incident could not be determined and it is assumed the reported patient movement "leaning to the right" was a contributing factor to the reported incident.

Event description:
While unloading a patient from the ambulance, it was reported the patient was leaning to the right side as the stretcher was being moved out of the ambulance and the stretcher tipped over on the patient's right side. It was alleged the patient sustained a subdural hemtoma and was evaluated at the hospital as a result. No further injury details were provided. There was not allegation of a product malfunction initiating the incident.

Event description:
While unloading a patient from the ambulance, it was reported the patient was leaning to the right side as the stretcher was being moved out of the ambulance and the stretcher tipped over on the patient's right side. It was alleged the patient sustained a subdural hemtoma and was evaluated at the hospital as a result. No further injury details were provided. There was not allegation of a product malfunction initiating the incident.